Manufacturer narrative:
Plavix 75 mg/day, ongoing since 2009. Asa, 325 mg/day, ongoing since 1998. Metformin 1000mg/day, ongoing since 1998. Glipizide 10mg/day, ongoing since 1998. Isosorbide-diabetes-u/daily-ongoing since 1998. Nitro, /prn-ongoing, unknown start date. A patient called for medical information and also reported adverse events. The patient received one cypher stent in the circumflex and one cypher stent in the distal right coronary arteries. Approximately six months later, that patient reported experiencing burning in his chest when waling in the cold. At an unknown time, the patient was hospitalized due to chest pain and difficulty breathing. An angiogram revealed ¿damage to the heart muscle" and severe blockage in unknown coronary arteries. The patient was treated with plavix and indicated that he was told that ¿there was nothing else they could do¿ and he was discharged two days later. The patient also reported that approximately a year after the index procedure, he experienced chest burning and weakness while walking. The event resolved by resting treatment with a nitroglycerin pill. Several attempts were made to retrieve more information about these events without success. Past medical history that may increase this patient¿s risk for mace include diabetes mellitus, hypertension and previous triple bypass surgery. The products remain implanted in the patient and are thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors, specifically diabetes and the patient¿s extensive existing disease, that may have contributed to these events. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00065 and 3003742446-2010-00066.

Event description:
A patient called for medical information and also reported adverse events. The patient had 2 cypher stents implanted, one in the circumflex and one in the "distal right". One and 1/2 years ago, the patient experienced burning in his throat when walking. No treatment was provided and the resolution unknown. Additionally, he complained of burning in his chest when walking in the cold, onset 4-5 months ago. He was hospitalized for this where he presented with chest pain and difficulty breathing. An angiogram was performed, which showed "damage to the heart muscles" and severe blockage in heart arteries. Treatment was plavix, and he was told that there was nothing else they could do. He was discharged after a two night stay. He also reported that one week ago, while outside walking, his chest began burning and he was weak. He treated this by lying down, and later getting to his home when he took a " nitro pill", laid down, and event resolved. No additional information was available."